Event description:
During an ercp procedure, the physician completed a sphincterotomy and then used a wilson-cook web extraction basket and a soehendra lithotriptor cable to crush a biliary stone. The stone was estimated to be between 0.5cm and 1cm in size and was impacted inside the basket. When lithotripsy was performed, the basket wire broke. The basket wires were removed from the pt via the surgery. The pt was reported to be in stable condition.